Event description:
It was reported that during a breast biopsy procedure, the instrument made an unusual sound taking the first sample. The instrument then displayed error codes when the surgeon was taking the second sample.